Event description:
On (B)(6) 2009, the plaintiff was implanted with an ams perigee graft with intepro lite with the intention of treating the plaintiff's pelvic organ prolapse and stress urinary incontinence. It was alleged by the plaintiff's attorney that the plaintiff, "suffered serious bodily injuries, including, but not limited to, pelvic pain, infection, urinary problems, and other injuries." It was also alleged that the plaintiff experienced, "significant mental and physical pain and suffering," has undergone corrective surgery, "has required additional medical treatment, and has sustained permanent injury," and some "permanent disability to her person."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.